Manufacturer narrative:
(B)(4). The customer reported the device display failed (unreadable) which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. The philips repair bench confirmed the issue and determined the cause of the failure to have been the power pca, which also caused the control (cpu) pca to become defective. The EU bench replaced the power and control pca's to resolve this malfunction.

Event description:
The customer reported the device display failed (unreadable) which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.